Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tw1.25l, (long torq wrch hex driver 1.25mmd for tw20 & tw30) for evaluation. Visual evaluation was performed, the returned driver has signs of use and was fractured at the hex tip. The remaining fractured piece remains stuck inside the mount's screw hex. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25l dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque placed on tool. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured and stuck inside the implants bundled mount. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that when placing the implant with dynamometric ratchet, the instrument fractured inside the implant. Implant was removed and another implant placed. Tooth location 36.